Manufacturer narrative:
Date of event: (B)(6) 2020. Report date: 22dec2020

Event description:
The customer reported that the nav ring is not working. The customer also requested for part ID for battery. The customer contacted product support and advised the caller the nav ring was replaced under fco86600031 9/19/2019. The customer request part ID for nav-ring and battery. Product support provided part ID for nav ring and battery (B)(4) assy. Battery li-ion,11ah (B)(4) bezel, front, english (gray/coated). The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4:02apr2021 b4:(B)(6) 2021 product support provided part ID for navigation ring and battery per customer's request. Attempts were made to obtain further information regarding the device repair information. To date, no further details have been received. The service history record was reviewed, and no repair information was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.